Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the homechoice cassette and the supply bag which resulted in a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further reported that there was a loose connection to the bag with a supply line connector and the patient could see air bubbles in the supply line. Renal therapy services (rts) assisted the patient to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. Rts advised the patient to contact their nurse regarding the incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.